Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery was not charging. Customer continued to charge battery for an additional 30 minutes and battery was successfully charged. Customer¿s blood glucose level was 180 mg/dl.